Event description:
The pt experienced a loss of therapeutic effect with increased pain and withdrawal symptoms. The cap (catheter access port) was accessed with the catheter attached and yellow fluid was drawn back, which was not cerebrospinal fluid. A catheter revision was done on (B)(6) 2011. The pump pocket was opened and there was nothing unusual noted. The spine site revealed a broken catheter about 1-2cm away from the anchor. The surgeon did not feel comfortable attempting to retrieve the broken off catheter. It remained in the pt's spinal canal approx "two levels long several levels into the canal." A new catheter was implanted with good csf (cerebrospinal fluid) flow. The medication being delivered via the device system was morphine. After the procedure, the pt's dose was increased and the pt's pain had decreased.

Manufacturer narrative:
(B)(4).